Manufacturer narrative:
Correction: describe event or problem, initial reporter addr 1. Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established, a140502 - free or unrestricted flow, g04105 - pump. Additional information: initial reporter addr 2, imdrf annex a, b, c, d, g, e, f codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device not alarming air in line could not be determined from a log-only investigation. An internal and external inspection of the devices could not be performed due to no devices being returned for investigation. The facility reported that pump module s/n (B)(6) and s/n (B)(6) modules that were being used for the incident infusion, however the only module with the matching reported infusion parameters, date and time present was pump module s/n (B)(6) , meaning that pump module s/n (B)(6) will be treated as suspect and pump module s/n (B)(6) will be left as concomitant. A review of the suspect pump module error log showed no errors. A review of the concomitant pcu event log showed that the last on (B)(6) 2025 at 1:29 pm the suspect pump module s/n (B)(6) was selected for a volume to be infused (vtbi) update of a previous infusion with the following parameters: rate=25.2 ml/h; vtbi=30 ml; dose=6 grams; drug unknown (drugid=116). It should be noted that the user selected the silence key multiple times during the reprogram, however, there were no alarms present during the reported time. Primary volume infused (pvi)=741.886 ml; secondary volume infused (svi)=0. At 2:30:51 pm the user paused the unit and later channeled off the suspect device. Pvi=767.331 ml testing of the devices could not be performed due to no devices being returned for investigation. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the device not alarming air in line could not be determined from a log-only investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had continuous infusion. Registered nurse stated that air was in the line past the sensors with no alert of air in line. There was patient involvement, but no harm. On follow up, the customer indicated it appears that the infusion running was a cefepime 24 hr infusion (6 grams/605 ml). It was running on pcu (B)(6) / module (B)(6) for several days, going at 25.2 ml/h, until @ 1434 was stopped, showing 25.4 ml infused of the new bag (new bag @1330).

Event description:
It was reported that the device had continuous infusion. Registered nurse stated that air was in the line past the sensors with no alert of air in line. There was patient involvement, but impact was unknown. From the event report, it¿s unclear to me what exactly is the issue being reported and with which pump. Per the pump logs, it appears that the infusion running was a cefepime 24 hr infusion (6 grams/605 ml). It was running on pcu 17346452 / module 17307625 for several days, going at 25.2 ml/h, until 7/7 @ 1434 was stopped, showing 25.4 ml infused of the new bag (new bag @1330).

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.